Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No pump error alarm noted during testing or could be found in the downloaded trace files. Verified the battery tube power connector is properly connected to printed circuit board during visual inspection. No unexpected blank display or powering off noted. The insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they inserted a new battery and a few minutes later the insulin pump alarmed a pump error. The customer's blood glucose level was unknown. The device will be returned for analysis.